Event description:
A (B)(6) male patient underwent aaa repair on (B)(6) 2009. The patient's anatomical form was not suitable for aaa repair since outside diameter of the proximal neck was partially 30mm. The right common iliac artery was small in outside diameter of 10mm. During the procedure, a dissection of the right common iliac artery was found, which was not observed in preparatory CT check. Thus, the physician deployed the iliac leg as close to the bifurcation of right internal iliac artery as possible. The distal fixation of the right iliac leg was less than 10mm. Final angiography revealed a proximal type I endoleak and the occlusion of the right internal iliac artery by the leg graft. The type I endoleak was resolved by additional ballooning. For the right internal iliac artery occlusion, the physician decided to take a wait-and-see approach. The patient's status is unknown as not provided by the reporter.

Manufacturer narrative:
(B)(4). This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU emphasizes that morphology should be compatible with vascular access techniques, angulation and curvature guidelines, sizing guidelines, and instructions for proper deployment ensuring patency of internal iliac artery. The failure mode assigned to this case is deployment. This failure mode was determined based on the provided event description in the supplied event evaluation. The details of the incident state that: "final angiography revealed ... The occlusion of the right internal iliac artery by the leg graft." The IFU provides warnings and precautions including, "inaccurate placement and/or incomplete sealing of the zenith aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries." It appears that the leg graft was placed low, or the incorrect length graft was selected, leading to the blockage of the internal iliac artery. The IFU also provides guidance on size selection, stating that, "the length of the zenith aaa endovascular graft should extend from the lowest renal artery to just above the internal iliac artery bifurcation." A definitive root cause cannot be determined or reported at this time. However, the placement of the graft in relation to the internal iliac artery may have been a contributing factor to the occlusion. We will continue to monitor for similar complaints.